Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, there was a gap between acoustic lens and ultrasound probe. In addition, acoustic lens damage, t-nut loose, air/water cylinder discoloration, suction cylinder discoloration, ultrasonic probe defective image, bending section cover detached, bending angle in up direction failure to meet standard, and universal cord buckling were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that red channel leak at the lever was noted with evis exera ii ultrasound gastrovideoscope. During a standard service inspection of the customer returned device, there was a gap between acoustic lens and ultrasound probe. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.